Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose of 440 mg/dl. The customer attempted to treat with a correction bolus via the pump and a supply change, however, was treated in the ER intravenously with insulin. The customer was released from the hospital the same day, 06/15/24, with issue resolved.